Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received. There was no reported adverse impact to the customer's blood glucose level.